Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 255 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support found air bubbles in the tubing. Customer primed air out of tubing and insulin delivery was resumed. Upon follow up, customer's bg was 187 mg/dl.